Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. B93881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's medical history included body mass index normal, multigravida and parity 2. Concurrent conditions included postoperative pain. Concomitant products included tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pruritus ("itching") with erythema. On (B)(6) 2014, the patient experienced nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced complication of device insertion ("coils were not placed in the left tube / two attempts at placement / would need to make a second attempt at placement on left side."). The patient was treated with surgery (bilateral salpingectomy and tubal ligation with removal of right essure coil). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and nausea had resolved and the complication of device insertion, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, migraine, headache, depression, pruritus and vaginal discharge outcome was unknown. The reporter considered complication of device insertion, depression, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff underwent the essure procedure. Coils were successfully placed in the right fallopian tube. Coils were not placed in the left tube. Her symptoms substantially resolved after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced erythema ("redness") and pruritus ("itching"). On (B)(6) 2014, the patient experienced nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced complication of device insertion ("coils were not placed in the left tube / two attempts at placement / would need to make a second attempt at placement on left side."). The patient was treated with surgery (bilateral salpingectomy and tubal ligation with removal of right essure coil). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and nausea had resolved and the complication of device insertion, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, migraine, headache, depression, erythema, pruritus and vaginal discharge outcome was unknown. The reporter considered complication of device insertion, depression, erythema, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff underwent the essure procedure. Coils were successfully placed in the right fallopian tube. Coils were not placed in the left tube. Her symptoms substantially resolved after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, fatigue, hormonal changes describe, migraines, headaches, depression, redness, itching, vaginal discharge and did you undergo an essure confirmation test? No. Added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. B93881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's medical history included body mass index normal, multigravida and parity 2. Concurrent conditions included postoperative pain. Concomitant products included tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pruritus ("itching") with erythema. On (B)(6) 2014, the patient experienced nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced complication of device insertion ("coils were not placed in the left tube / two attempts at placement / would need to make a second attempt at placement on left side."). The patient was treated with surgery (bilateral salpingectomy and tubal ligation with removal of right essure coil). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and nausea had resolved and the complication of device insertion, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, migraine, headache, depression, pruritus and vaginal discharge outcome was unknown. The reporter considered complication of device insertion, depression, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014, plantiff underwent the essure procedure. Coils were successfully placed in the right fallopian tube. Coils were not placed in the left tube. Her symptoms substantially resolved after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Reporters information updated. Lot no. Were added. Medical history and concomitant drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("coils were not placed in the left tube") and nausea ("nausea"). The patient was treated with surgery (salpingectomy and tubal ligation with removal of right essure coil). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and nausea had resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, nausea and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff underwent the essure procedure. Coils were successfully placed in the right fallopian tube. Coils were not placed in the left tube. Her symptoms substantially resolved after the essure removal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.